Event description:
This patient was admitted for carotid angiographic evaluation and enrolled in the sapphire registry. Pre-procedure medications included aspirin and clopidogrel. Angiography revealed a 90% stenosis in the right proximal internal carotid artery. The lesion was described as severly calcified, eccentric and 30mm in length. The vessel was 7.0mm in diameter. There was no thrombus present. An angioguard rx was advanced beyond the target site, and the 7mm basket was successfully deployed. The target was pre-dilated. An 8.0 x 40mm precise pro rx stent was deployed in the target lesion without complication. The angioguard was successfully retrieved. Upon inspection, there was debris noted in the filter basket. Intra-procedure medications included clopidogrel and bivalirudin. There were no reported procedural complications and the patient left the angiography suite with no neurological deficit. Approximately 6 hours after the completion of the index procedure, the patient experienced an ischemic stroke. Symptoms included behavior changes, left hemiparesis and hemineglect. Coagulation studies were not performed and the patient received no medical or surgical treatment for the stroke. Approximately three days after the index procedure, the patient had improved, but continued to exhibit symptoms. He was discharged to a rehabilitation facility for physical therapy and speech therapy. Discharge medications included aspirin and clopidogrel.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.